Manufacturer narrative:
The device has not been returned for eval. Should new info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer is experiencing high bg levels (>500 mg/dl) even after bolusing 13 units. After troubleshooting the pump appears to be functioning as expected. The customer was able to get control of her bg levels.